Manufacturer narrative:
The insulin pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no communication anomaly due to buttons not responding.

Event description:
The product returned for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.